Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material the nozzle, nor the material route of entry, could be determined, however, it is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis "lucera" colonovideoscope having poor air/water supply. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, amount of air/water supplied insufficient due to clogging of the air/water nozzle, foreign object inside nozzle, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on insertion tube, scratches found on the operation part, scratches found on the tip cover, scratch on the hardness adjustment ring, scratches found on the switch box, suction cylinder scraped, operation part cover surface came off, scratches on the operation unit cover, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on the grip, forceps plug cap scraped off, scratches found on the universal cord, scratches found on the operation part side oredome of the universal cord, water coverage observed on the electrical connector, scratches found on the scope connector, scratches on the cover case, scratches on the right/left angle fixing knob, and peeling of the paint recognized on the air/water supply cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.